Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
When contacted for follow up information, the manufacturer¿s representative reported that the patient had moved to connecticut and had no further contact with them. The cause of the issue was unknown as was any interventions taken to resolve the issue. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a consumer (con) who was implanted with a neurostimulator (ins) for gastrointestinal/ pelvic floor. A healthcare provider (hcp) reported that she heard that the patient¿s device was no longer functioning. Technical services asked, the hcp stated that she did not know any additional details regarding this and didn't know why it was not functioning. The caller will follow up with the managing hcp to check device and determine MRI eligibility. No further complications were anticipated/reported.